Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that both bearings were missing from the provisional. Attempts to obtain additional information have been made with no additional information received.

Event description:
It was reported that one of the bearings were missing from the provisional. No adverse events have been reported as a result of the malfunction. Attempts to obtain additional information have been made with no additional information received.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned parts determined that the provisional shims exhibits signs of wear and tear suggesting repeated use. One of components 1 and 2 disassembled / missing. The missing components was not returned. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.